Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for a similar failure mode within this lot. The manufacturer submitted a copy of the angiogram for clinical affairs review. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that during post ivus while delivering the revolution catheter to the place stent , and before it reached the stent, the catheter became stuck in the blood vessel. The user reported that they attempted to remove the catheter by itself however they were unsuccessful; therefore the user removed the entire system together, including the sheath, guide catheter, guidewire, and the revolution catheter . During removal of the system, the guidewire became bent (asahi intecc sion blue 175cm (ah14t004s) dissecting the artery (rca #2). After removal of the system out side the patient, the user confirmed the bent guidewire. The ivus procedure was successfully completed with another company product (terumo viewit). The user reported no additional intervention was required. The patient was released from the hospital according to the original treatment plan and the patient is reported to be in good condition.